Event description:
The customer reported motor error alarms after exposing the insulin pump to an MRI. Troubleshooting was performed, but the insulin pump alarmed during the rewind. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal.